Event description:
Potential for injury associated with the front caster wheel on an (B)(4) insignia manual wheelchair being bent. This creates the potential for a falling injury due to an unbalanced product.